Event description:
Information was received indicating that a smiths medfusion 4000 pump displayed a primary audible alarm background test issue. There were no adverse events reported.

Manufacturer narrative:
The pump was investigated in the field by a service technician. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the battery compartment found the factory seal missing. The battery level was identified at 99 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. The j9 connector was disconnected, and glue bead was removed. No damage, distortions or foreign materials were observed. The j9 connector was correct per procedure. Reassembly of the pump ensured the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were fully seated. Retesting of the pump was conducted and found the battery required replacement. The pump was connected to the server and the library downloaded. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.